Event description:
Reporter alleged blood glucose measured 60 mg/dl at 6:00 am back to back with a result of 146 mg/dl performed at 6:02 am. It was stated customer ate and gave himself 1.1 units of his normal dose of insulin as a result. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.